Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was observed. Upon review of records, the impedance measurements have been stable. Patient will be monitored with remote care and lead remains implanted.